Manufacturer narrative:
The insulin pump was received with intermittent button. Response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corners, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had alarmed button error. The customer's blood glucose was 236 mg/dl. No further details have been given. The customer is returning the device for analysis.